Event description:
The customer was hospitalized due to the low blood glucose and hypodglycemia. She also stated that she was connected during manual prime. Troubleshooting was performed and the insulin pump passed the tests. No additional info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concluison can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.